Event description:
It was reported, the doctor's hand was burned while using a duotome fiber.

Manufacturer narrative:
User facility failed to send fiber to lumenis for failure analysis after reasonable attempts at contact were made. Based on the reported event description, probable root cause is bending fiber during use in contraindication to product labeling.